Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported erosion could not be established as no damage or irregularities were noted that would affect the functionality of the ams 700 components. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. A risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the ams700 cylinders were visually inspected and leak tested. Cylinder 1 had a small leak that was the result of sharp instrument damage consistent with explant damage; a small hole and tool marks from a clamp/hemostat in the cylinder outer tube were present. Cylinder 1 was not pressure tested due to a leak that was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. The ams 700 momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The pump was functionally tested and did not pass the activation test as it required more than 8lbs. Of force to activate. The reservoir was visually inspected and leak tested; it performed within specification. Product analysis was unable to confirm the reported event. Investigation conclusion: based on this investigation, the product analysis did not identify any product characteristics that would have caused or contributed to the reported erosion. The product record review indicated reported events do not represent an unanticipated event. Therefore, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event of erosion is included as a potential adverse event within the product labeling.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to erosion as the pump was coming out of a hole in the scrotum. A tactra malleable penile prosthesis was implanted. The patient was expected to fully recover.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to erosion as the pump was coming out of a hole in the scrotum. A tactra malleable penile prosthesis was implanted. The patient was expected to fully recover.